Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Troubleshooting with tandem technical support verified that the customer uses humalog insulin and the cartridge was in use for more than 3 days. Blood glucose level was 400 mg/dl. Reportedly, the cartridge and infusion set was changed to address the alarms.